Event description:
It was reported through results of a clinical trial that sometime post index procedure completion, device failure noted. Post insertion attempted dialysis, unable to use due to no pulls or sluggish flow from venous port and was not successfully treated with hemosplit catheter due to dysfunction. Approximately seven months and ten days post index procedure completion, the patient was expired.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation cannot be confirmed for the reported aspiration difficulty and low flow issues, as no objective evidence was provided for review. A definitive root cause for the reported flow issues, or the reported patient death, could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 09/2021), g3, h6 (device, method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 09/2021).

Event description:
It was reported through results of a clinical trial that sometime post index procedure completion, device failure noted. Post insertion attempted dialysis, unable to use due to no pulls or sluggish flow from venous port and was not successfully treated with hemosplit catheter due to dysfunction. Approximately seven months and ten days post index procedure completion, the patient was expired.